Event description:
As reported, the dpt displayed an incorrect blood pressure and the patient was treated inappropriately for the incorrect valve. No actual injury was reported. The systolic blood pressure reading on the ge monitor was over 200mmhg, ¿despite antihypertensive treatment to the maximum.¿ when the blood pressure was checked manually, it was 120/60. The arterial pressure did not match the cuff pressure until after the dpt was exchanged for another unit. The reporter stated that the unit was set up ¿following the dfu¿ and the system was zeroed correctly.

Manufacturer narrative:
One single dpt was returned for evaluation. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drifting at the zero base line or during the eight hour drift test. The electrical testing also showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. There was no visible defect observed on the cable connector. The complaint of inaccurate pressure readings could not be confirmed during the evaluation; the dpt functioned normally. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.